Event description:
Philips received a complaint from customer biomed reporting a patient disconnect alarm on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and was not able to duplicate the issue. The rse advised the bme to perform performance verification testing (pvt) prior to returning the device to service. The customer bme reported the issue could not be confirmed in review of the device diagnostic event log. The bme completed pvt and no corrective action was necessary. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.